Event description:
A surgeon reported that during a vitrectomy surgery the system's power went out. The intraocular pressure (iop) of the pt's eyes was not affected by the event. Add'l info was received from the nurse indicating the power stopped for one second and the system rebooted itself. The procedure was completed the same day and there was no pt harm caused by this event.

Manufacturer narrative:
The company rep examined the system and could not duplicate the customer reported problem. The system's event log was reviewed and no indication of power failure was observed. The system was then tested and met product specs. No samples were returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk at this time. (B)(4).